Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2316-70 serial/lot: (B)(4), description: infinion 70 cm lead kit; model: sc-3400-30, serial/lot: (B)(4) and 647540 description: infinion splitter 2x8 kit (30 cm). As the devices involved in the complaint have not been returned, the complaint investigation site (cis) could not perform device analyses. However, review of the complaint report, device history, and sterilization records were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient experienced some dizziness and nausea. An x-ray revealed that the patient¿s leads moved too high in the flexion position and may have potentially irritated the nerve root. The physician unsuccessfully treated the patient with platelet rich plasma (prp) injection. The patient then underwent a lead revision procedure and was doing well post-operatively. Device malfunction was not suspected.